Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 214mg/dl and hi (>600mg/dl). No quality control were run. No adverse event reported. A requested was made for return of the suspect product and a replacement was sent.